Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 167 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer stated the alarms have been recurring since (B)(6) 2015. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner and a cracked display window.